Event description:
It was reported that the customer experienced a failed sensor which prevented them from monitoring their blood glucose levels, resulting in a visit to the emergency room due to diabetes-related issues. Blood glucose level reached a high of 400 mg/dl, but there was no injury or ketones present. The customer received IV fluids and insulin treatment, resolving the issue, and they were discharged on june 20, 2025. There was no permanent damage identified by the healthcare provider, and the pump system was checked without any problems found.